Event description:
It was reported that the patient presented for routine device upgrade. During the procedure the right ventricular lead became dislodged while attempting to implant other leads. The physician opted to replace the lead rather than reposition due to failure to retract the helix. The patient was stable.